Event description:
It was reported the device lcd did not display. The issue was identified during testing with no patient involved.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with no apparent physical damages. The orange plug for air port and black bolts were missing from the back of the device. A cracked return tube and fluid ingressed printed circuit board (pcb) was found during internal inspection. The technician powered on device, installed new membrane switch to verify the reason for return. The reported issue was confirmed. The root cause of the reported issue was found to be faulty membrane switch. The technician replaced faulty membrane switch.

Event description:
Additional information received via email (B)(6) 2021. Event date updated. No patient involvement. The department was trying to use the device and would not turn on.